Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
Caller reported an issue with the insulin pump during the fill tubing step of the load sequence, where insulin drops were not visible at the end of the tubing. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.